Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary shown offline, which located on medroom. As per part investigation, it was determined that there were fluid ingress in the pmc hh and short circuit on diode d501 and mosfet q501 in the drawer controller. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the station is offline was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing and inspection process. According to the work order (wo) (B)(4), the fse isolated the auxiliary units from the main system by unplugging the pyxibus aux cables one by one. The fse identified aux 1 as the cause of the shutdown. Further isolated each drawer in aux 1 and found the faulty drawer board. The fse replaced the pmc (pyxibus module controller) board and both drawer controller boards 6.1/6.2. The fse rebooted medstation, had customer to recover failed storage spaces after assign drawer configuration. Customer also pulled medications from drawer to ensure proper functioning. During dchu visual inspection: p/n 151630-01: fluid ingress was observed. P/n 151622-01: no damage was observed in both drawers' controllers. During dchu testing: p/n 151630-01: testing was not required since the fluid ingress was confirmed. P/n 151622-01: dmm testing was performed on both drawer controllers, and discrepancies were found in the values obtained. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a fluid ingress in the pmc hh (p/n 151630-01) and by a short circuit on diode d501 and mosfet q501 in the drawer controller (p/n 151622-01). The condition of both boards led to circuit instability and compromised the drawer's functionality.